Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received noted that the patient was in stable condition post-procedure.

Event description:
It was reported that the atrial lead was dislodged. The lead was explanted and replaced. No additional information was reported/additional information was requested but not received.